Event description:
The event was a revision surgery due to dislocation that occured approximately 8 months after the primary surgery. The primary surgery used the humelock reversed system. During the revision surgery, the surgeon upsized the cup and the glenosphere. The original humeral cup was a standard 36/+3 (ref 105-3610). It was replaced with a standard 40/+9 humeral cup (ref 104-0809) plus a 9mm humeral spacer (ref 103-0007). The original glenosphere was a 36mm centered glenosphere with screw with 10 degree tilt (ref 105-3610), and it was upsized to a 40mm centered glenosphere with screw with 10 degree tilt (ref 105-4010).